Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x6a alarm, indicating that an occlusion occurred during runtime. Inspection of the device found a leak at the extrusion on the back of the reservoir fill port, allowing fluid egress. This led to corrosion forming on the top battery and drained the top battery's voltage. Although the top battery voltage was low, it cannot be conclusively determined if this contributed to generation of the occlusion alarm; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) values reached 356 mg/dl. For treatment, changed out the pod and bolus. The pod was worn between 4 and 24 hours on the back. No further details was provided.